Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to flattened buttons dome switch. Keypad connector was fully locked. No blank display or full segments display noted. Unable to perform functional testings due to unresponsive keypad/button. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 275 mg/dl. During troubleshooting, device passed the self test and the display returned. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.